Event description:
The customer stated a false negative architect (B)(6) qualitative result was generated for one patient with (B)(6). The initial (B)(6) result was 0.60 s/co. The sample was repeated after centrifugation, again generating a negative result of 0.56 s/co. The same sample tested (B)(6) positive and (B)(6) positive. There was no impact to patient management.

Event description:
Customer's nephew reported customer received error messages (e-2 and e-3) from their freestyle freedom lite meter. Customer's nephew reported customer experienced symptoms of sweatiness, non-responsiveness and losing consciousness. Paramedics were called and they treated customer with intravenous solution and then transported customer to a health care facility where he was being diagnosed with severe hypoglycemia. The treatment at the health care facility is unknown. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days, due to unknown reasons. It is unknown if the death was device related. No further details were provided.